Manufacturer narrative:
Additional information was received for this case: follow up CT confirmed that no endoleak was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of a 51mm abdominal aortic aneurysm. The proximal neck diameter was 23mm with supra renal angle noted at 30 degrees. Mild proximal neck thrombus and calcification was observed. Another manufactures' balloon expandable covered renal stents were also implanted in both the left and right renal arteries during the index procedure. It was reported during the index procedure a gutter type ia endoleak was observed on angiogram at the end of the procedure. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.